Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the tenaculum forceps instrument was noted to have a broken internal cable for rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the problem was located in the internal cable for rotation. There was no patient injury or harm. No fragments of the instrument have fallen into the patient during use. The problem led to a delay of 5 minutes to find another instrument and change it.